Manufacturer narrative:
Date of report: 05/27/2019. Date received by manufacturer: 06/19/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen calibration issue was unable to duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touch glass to address the reported problem. After the touch glass was replaced the unit operated correctly and the calibration passed.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement. Event date not specified; estimate used.